Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred after the user attempted to bolus 2.33 units out of 6 remaining units in the cartridge. The user's blood glucose level was 111 mg/dl. The user successfully loaded a new cartridge.